Event description:
It was reported that the subject device broke between the laser system and the scope -outside the scope and outside the patient. The issue was observed during an ureteroscopy with laser lithotripsy, after lasering the stone successfully for approximately 5 minutes, and completed with a similar device. A small mark was reported on the user¿s finger when the user came in contact with the active subject device. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.